Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.0 x 100, 135cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the second inflation at 18 atmospheres for 30seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) : k103751, k110122.